Event description:
Customer reports that a pt experienced an extreme sensitivity reaction to the sutre material manifesting as a large amount of redness and irritiation with the sutures spitting out of the wound; event reportedly lasted for weeks. Pt was prescribed a medral dose pack and had a lot of conservative wound care.